Event description:
It was reported that pump experienced malfunction with displayed malfunction code and fault ID, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset pump using information provided by technical support but was unable to complete reset at that time. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.